Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and undersensing after the patient sustained a fall. The lead was determined to have dislodged. The patient was seen for a lead revision procedure where the lead was successfully explanted and replaced. There were no adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes avaiable, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.